Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices. This occurred after the patient had an unrelated procedure where the ipg was not placed in the surgery mode. Troubleshooting was able to recover the ipg and resolve the issue. Effective therapy has been established.